Event description:
A healthcare worker experienced a burn on the finger with whitening after touching an item from a load in a completed cycle. The worker saw a physician and the symptoms resolved within one day. The vaporizer plate was not in place at the time of the event.